Manufacturer narrative:
Concomitant products: 5076-45, implanted: (B)(6) 2013.

Event description:
It was reported that there was right ventricular (rv) lead oversensing. The device was reprogrammed to the true bipolar mode from previously programmed integrated bipolar. The lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.